Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on october 22, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV confirmed via MRI. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.